Event description:
During set up, as the broach handle was being removed, the spring and pin from the broach attachment button came out of the instrument. No pieces or parts fell into the patient wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. No patient information available. Device is returning.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Manufacturer narrative:
Section h10: (d4) lot number: 117212018. (H3) the broken modular broach handle reported may have been the result of a combination of a fractured weld, which may have been due to forcefully removing the dowel pin for cleaning and then reassembling prior to surgery, and an indirect force pathway during impaction. However, this cannot be confirmed as multiple subcomponents were not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 906, pin.